Manufacturer narrative:
It was reported on (B)(6) 2025, the mcot monitor - a10e - verizon overheated and emitted smoke while on the dresser. The patient was sleeping and was not wearing the device at the time of the incident. The device overheated, made a loud noise and emitted smoke. There was no injury to the patient. The patient returned the equipment and was sent a replacement. Philips am&d will further investigate this reported issue.

Event description:
It was reported on (B)(6) 2025, the mcot monitor - a10e - verizon overheated and emitted smoke while on the dresser. The patient was sleeping and was not wearing the device at the time of the incident. The device overheated, made a loud noise and emitted smoke. There was no injury to the patient. The patient returned the equipment and was sent a replacement. No further information to provide.

Manufacturer narrative:
It was reported that the mcot monitor - a10e - verizon overheated and emitted smoke. The device was returned for investigation. Monitor was inspected for general physical integrity and found to have multiple impact cracks on the display. The charge port did have debris but did not show any signs of melting or burning. Engineering evaluation could not replicate the allegation of monitor overheat but could see damage on the display of the device. Root cause is likely customer abuse since the monitor has impact damage cracks.